Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor, and no issue was observed. The sensor plug was returned and properly seated. The reported sensor was sent for further investigation and de-cased. A visual inspection was performed on the pcba (printed circuit board assembly), and no issues were observed. An extended investigation was also performed and examined the returned freestyle libre puck and observed no external damage to the puck. Sim vivo testing (simulation of the electrical signal produced by the sensor tail), which tests the functionality of the puck, was performed and passed. No damage was observed during visual inspection of the internal components of the sensor. The returned puck¿s battery was intact with no damage and measured within specification. The puck¿s battery produces a voltage that is insufficient to produce an electric shock. Therefore, the issue is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that her freestyle libre sensor, "shocked her and she had to remove it." Customer further reported that the sensor shocked her multiple times on the fifth day of wear. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that her freestyle libre sensor, "shocked her and she had to remove it." Customer further reported that the sensor shocked her multiple times on the fifth day of wear. There was no report of death, serious injury, or mistreatment associated with this event.